Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The reported device was returned visual examination identified that there was debris embedded on the porous surface. The proximal end exhibited damages that most probably occurred during the removal process. Dimensional analysis confirmed that the product identifiers were conforming to print specifications where measured. No other damages were noted. Complaint sample was evaluated and the reported event was not confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown; item number: unknown, item name: unknown head, lot #: unknown; item number: unknown, item name: unknown liner, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised due to stem subsidence approximately 9 months post-implantation. No additional information is available.